Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that a couple years ago at the doctors office and the rep hanged settings from a to b because some of the leads/electrodes in their back weren't working anymore. Patient said they weren't able to adjust stimulation on their new group now like they could with a, which was kind of annoying.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was 'settings not available' in group a. Agent asked if the ins was charged and pt said yes, they charged last night and this morning the ins was at 90%. Asked pt to try changing a groups; pt went from a to b and was able to increase in group b. Pt said they are going to stay in group b. Pt had no falls/no trauma. Reviewed to have the programming checked. Pt does not have a managing hcp; agent provided medtronic website to find a physician. Additional information was received from the patient. The reason for call was patient reported they didn't recall exactly what the issue was at the time but they saw their hcp on (B)(6) 2023. There was something about what was in their body that was getting corroded and not responsive or the signal wasn't working anymore. Patient was reprogrammed by their representative and switched group a to group b so that the stimulation would keep working without having to replace the implant. The representative mentioned something along the lines of it wasn't firing all possibilities of the prongs in their body and that something was better than nothing.